Event description:
It was reported that during device change out for normal eri. Externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.